Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, edema, redness, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 3 months after injection to "various regions of the face" with juvederm voluma with lidocaine the patient developed unrelated mumps and was treated with prednisone and amoxicillin. The patient subsequently developed inflammation involving "severe edema, redness and local heat in regions with fillers in the face". Upon examination the physician also noted the patient exhibited "hardening in all areas with fillers". The following treatment was prescribed: ibuprofen, dexamethasone, topical dermotil fusid, "injectable beta thirty", ebastel, azithromycin, ciprofloxacin, and "bath with blue led, red and infrared associated with lymphatic drainage (one session)", edema improved.